Manufacturer narrative:
The treatment tip was returned and evaluated. It passed flow, leak and thermistor testing. The tip failed visual inspection for a burn hole in the surface membrane, dielectric breakdown was observed. Functional testing was not able to be performed due to tip damage and no remaining reps available. The system data card was evaluated and revealed the handpiece and system performed as expected. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found damage to the radio frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, the damage to the treatment tip membrane most likely caused this event.

Event description:
A clinic reported that a patient developed burns and blisters on their neck post a thermage treatment of their face and neck. Available images were reviewed and these blisters are not considered a serious injury. The clinic reported nothing out of the ordinary occurred during the treatment. The highest energy level used was 3.5. The treatment tip was inspected prior to use and nothing was noted, however, it is unknown if the tip was inspected during the treatment.